Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the hasp was coming off from the refrigerator door. The customer stated that this malfunction caused delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed. The field service engineer discovered that the hasp on the remote manager was detached and falling off due to the failure of the adhesive tape. The field service engineer replaced the old tape, realigned the hasp, and reconnected it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.